Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient that this foley catheter leaked. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be bad fit with shaft due product size issue/ poorly seated balloon/bladder neck interface. A review of the device labeling is adequate the DHR review could not be performed without a lot number. Therefore, no additional action required at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient that this foley catheter leaked. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided.